Event description:
On (B)(6) 2011 patient reported the up/down arrow buttons on the infusion device do not work. Patient stated he noticed both of the up/down arrow buttons stopped working when attempting to deliver a bolus. Patient reported since the buttons stopped working he would stop the infusion device and use the prime function to deliver a bolus. Patient stated the buttons pop back out when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.